Event description:
Health professional reports leak at port.

Manufacturer narrative:
Taper ii. Analysis of the device confirmed a smooth opening most commonly found due to wear and tear in the band tubing and may be the source of the leakage. The band had evidence of surgical damage noted by separation and striations that may have been made to facilitate the removal of the device. The prot house contained a non-penetrating nick likely to be caused by a needle. No resistance to flow was observed in the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."